Event description:
Customer reported the devices alarmed for communication error and shut down during surgery. The anesthesiologist states he had "to simply turn some volatile inhalation agent on to get the pt through until I could get the pumps up and running again; this pt would have potentially had intra-op awareness and serious pain as well because of the lack of ultiva." The customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report with failure investigation results will be submitted once the evaluation has been completed.